Manufacturer narrative:
(B)(4). Bsc ID: (B)(4). Tw: (B)(4).

Event description:
It was reported that the shaft of the 15mm x 2.50mm nc quantum apex¿ broke while advancing. The patient did not incur any serious injury and the procedure was completed with another of the same device.

Event description:
It was reported that the shaft of the 15mm x 2.50mm nc quantum apex¿ broke while advancing. The patient did not incur any serious injury and the procedure was completed with another of the same device.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. The returned product consisted of a nc quantum apex balloon catheter in two pieces. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube was completely separated 62cm from the hub. The fracture faces were oval as if kinked prior to separation. There were numerous hypotube and shaft kinks. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/ procedural factors encountered during the procedure, performance was limited. (B)(4).